Event description:
It was reported the video system center had image flicker and a black screen image, during a diagnostic upper endoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer reported that the video image flickered as his hand approached the distal tip of the scope inserted into cv-190. The phenomenon started during the procedure. Afterwards, he inserted multiple other scopes into the video processor, and the same phenomenon was noted. While inserting an unidentified scope during the call, the customer observed error codes e311 and e931 related to white balance issues. There was also a loss of video signal resulting in a black screen image. The customer said the phenomenon improved when he used another pig tail (video connector) for the -180 series scope. He did not identify the model/serial number of the pig tail. Tac provided troubleshooting and also recommended that he work with their biomed/facilities. The customer will call tac if further assistance is needed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the flickering image and black screen could not be detected since reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.